Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3773 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3773 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by hysterectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 796894) for female sterilisation. The patient had a medical history of uterine cyst, headache, abnormal uterine bleeding, low back pain, tonsillectomy, adenoidectomy, anxiety, fibromyalgia, skin rash (bupropion allergy), menses irregular, parity 2, gravida ii and depression. Previously administered products included: mirena and paragard. The patient had a family history of diabetes, hepatic cancer, cardiomyopathy, hyperlipidemia and hypertension. Concurrent conditions were listed as insomnia and palpitation. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3773 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic cystoscopy salpingectomy complete). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 discrepancy noted in essure removal date : (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement [pathology test] on (B)(6) 2021: final pathologic diagnosis: a. Uterus with tubes, hysterectomy, cervix, uterus and bilateral fallopian tubes: 1. Adenomyosis 2. Endometrial polyp 3. Secretory endometrium 4. Right fallopian tube with paratubal cyst 5. Unremarkable left fallopian tube and cervix b. Pelvic mass, biopsy, left pelvic mass, mesosalpinx: 1. Fibrous tissue with calcification 2. Benign cyst clinical history: endometrial stripe thickened gross description: a 2.0 cm length x 0.1 cm diameter metallic coiled essure device is present within the right and left uterotubal junctions. Gross only on the essure devices. Specimens received: a: uterus with tubes, hysterectomy - cervix, uterus and bilateral fallopian tubes b: pelvic mass, biopsy -left pelvic mass, mesosalpinx [ultrasound scan] on (B)(6) 2019: uterus:the myometrium appears heterogeneous in texture. A uterine fibroid is visualized in the posterior aspect of the uterus. The uterine fibroid measures 3.9 x 4.5 x 3.9 cm. The endometrial stripe is not well seen. The endometrial cavity contains a small amount of simple fluid or a cystic focus. Impression: 4.5 cm intramural fibroid. This deviates the endometrial stripe anteriorly. There is a tiny cystic structure or small amount of fluid in the endometrium. A gestational sac is not excluded; please correlate wi; on (B)(6) 2021: the uterus is oriented anteverted and is midline. The uterine contour appears bulbous. The myometrium appears heterogeneous in texture. A uterine fibroid is visualized in the right lateral aspect of the uterus. The uterine fibroid measures 3.78 x 3.96 x 2.66 cm. The endometrial stripe is heterogeneous. This is focal vascular flow in the endometrium. Endometrial cyst(s) are seen. Right and left essure coils are noted. Impression: endometrial stripe thickened measuring 1.8 cm possibly due to secretory phase imaging. Fibroid uterus. Fibroids are stable to slightly decreased in size compared to prior exam, accounting for differences in measurement technique the most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Lot number , lab data (including surgical pathology report), medical history, concomitant conditions & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 796894) for female sterilisation. The patient had a medical history of uterine cyst, headache, abnormal uterine bleeding, low back pain, tonsillectomy, adenoidectomy, anxiety, fibromyalgia, skin rash (bupropion allergy), menses irregular, parity 2, gravida ii and depression. Previously administered products included: mirena and paragard. The patient had a family history of diabetes, hepatic cancer, cardiomyopathy, hyperlipidemia and hypertension. Concurrent conditions were listed as insomnia and palpitation. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3773 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic cystoscopy salpingectomy complete). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Discrepancy noted in essure removal date : (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement [pathology test] on (B)(6) 2021: final pathologic diagnosis: a. Uterus with tubes, hysterectomy, cervix, uterus and bilateral fallopian tubes: 1. Adenomyosis 2. Endometrial polyp 3. Secretory endometrium 4. Right fallopian tube with paratubal cyst 5. Unremarkable left fallopian tube and cervix b. Pelvic mass, biopsy, left pelvic mass, mesosalpinx: 1. Fibrous tissue with calcification 2. Benign cyst clinical history: endometrial stripe thickened gross description: a 2.0 cm length x 0.1 cm diameter metallic coiled essure device is present within the right and left uterotubal junctions. Gross only on the essure devices. Specimens received: a: uterus with tubes, hysterectomy - cervix, uterus and bilateral fallopian tubes b: pelvic mass, biopsy -left pelvic mass, mesosalpinx [ultrasound scan] on (B)(6) 2019: uterus:the myometrium appears heterogeneous in texture. A uterine fibroid is visualized in the posterior aspect of the uterus. The uterine fibroid measures 3.9 x 4.5 x 3.9 cm. The endometrial stripe is not well seen. The endometrial cavity contains a small amount of simple fluid or a cystic focus. Impression: 4.5 cm intramural fibroid. This deviates the endometrial stripe anteriorly. There is a tiny cystic structure or small amount of fluid in the endometrium. A gestational sac is not excluded; please correlate wi; on (B)(6) 2021: the uterus is oriented anteverted and is midline. The uterine contour appears bulbous. The myometrium appears heterogeneous in texture. A uterine fibroid is visualized in the right lateral aspect of the uterus. The uterine fibroid measures 3.78 x 3.96 x 2.66 cm. The endometrial stripe is heterogeneous. This is focal vascular flow in the endometrium. Endometrial cyst(s) are seen. Right and left essure coils are noted. Impression: endometrial stripe thickened measuring 1.8 cm possibly due to secretory phase imaging. Fibroid uterus. Fibroids are stable to slightly decreased in size compared to prior exam, accounting for differences in measurement technique lot number: 796894 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.